Event description:
It was reported that during a hand assisted laparoscopic anterior resection procedure, following mobilization of the inferior mesenteric pedicle, the device was opened with the blue reload, switched to (B)(4) and the inferior mesenteric pedicle was successfully ligated. Later into the case, the stapler was fitted with previous unfired blue reload and was fired on the upper rectum, partially transecting it. A new (B)(4) was opened and fitted onto the stapler to complete the transection. The surgeon closed the stapler on the remaining stump and fired it without much difficulty. Note that excessive force was not needed in either closing or firing the stapler. When the stapler was removed, it was discovered that there were no staples deployed and the bowel was gaping open. A (B)(4) was used to conclude the distal stump and the surgery was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.